Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4: lot number, expiration date, d5. Operator of device and h4: device manufacture date is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Device evaluation: no product was returned, and the investigation was completed based on two customer provided photos. The photos show a visible crack as described by the customer. The complaint was confirmed. The inner cannula is a disposable device which is regularly cleaned by the customer and therefore it shall be replaced based on its condition as described in the instruction for use (IFU). A root cause for the condition could not be determined based on the photos. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken.

Event description:
It was reported that there was something like a crack in the inner cannula. There was patient involvement and no patient harm/adverse event reported.